Manufacturer narrative:
Concomitant medical products: 693565 lead, implanted: (B)(6) 2011; 439688 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed that the patient received possible inappropriate therapy for supra ventricular tachycardia (svt) versus ventricular tachycardia (vt). An episode was detected at vt and anti-tachycardia pacing was delivered, but then the morphology changes to possible svt. The device remains in use. No further patient complications have been reported as a result of this event.